Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was no occlusion but the cassette did not aspirate during surgery. The procedure type ws unknown. The surgery was completed by replacing the product. There was no patient impact.